Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the retuned device yielded the following observations: both cuffs were still attached to the link and still loaded properly in the foot and this confirmed the reported incident. There was no needle strike mark on the anterior and posterior foot. The plunger was reinserted and the needle trajectory, needle depth and push mandrel travel were acceptable. The anterior cuff was captured. There were no manufacturing or quality deficiency detected that could have contributed to the reported event. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Therefore, the most probable cause for the posterior cuff miss is related to the operational context during use of the device. A review of the device lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was used to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.